Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 46 mg/dl; cause was not known. Customer was treated with carbohydrates and apple juice to address the bg. Customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.